Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting from tandem technical support. No additional information was provided. Customer reverted to an alternate method of insulin delivery.